Manufacturer narrative:
The exact dates of the events are unknown. The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valves were not returned to edwards lifesciences as they remain implanted in the patient¿s. With such limited information, the reason for the second valve deployment on each of these cases cannot be determined. It is possible that, in addition to the procedure itself, unknown patient factors may have contributed to these events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: d. Schewel, et al., correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantati..., int j cardiol (2017), https://doi.org/10.1016/j.ijcard.2018.03.030.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "correlation of tricuspid regurgitation and new pacemaker implantation in patients undergoing transcatheter aortic valve implantation" reported that post tavr procedure, 6 patient¿s required a second valve (exact dates and reasons are unknown).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.